Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 551 mg/dl and at the time of incident high blood glucose level was 363 mg/dl and other blood glucose was 441 mg/dl. Customer stated that during mid morning she has been running high, she gave half a unit and still showed high. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with manual injection. Customer does not alleged insulin pump was under delivering. Customer reported the drive support cap appeared normal. Customer reported cannula was straight. Customer reported bolus wizard was programmed accurately. Customer reported insulin pump was worn during a medical procedure around an MRI, cat scan and xray. Customer performed and passed displacement test. Customer declined to perform the high performance test. The insulin pump will not be returned for analysis.